Event description:
It was reported that the right ventricular pacing lead had high threshold and had a drop in sensing. The lead was believed to be dis lodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 0158, competitor implantable tachy lead, (B)(6) 2006. (B)(4).